Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in untied kingdom: "overinfusion" according to the customer: "IV vancomycin given via a pump and set at 2.5 hours. Infusion finished in half an hour. Pump was set up up correctly."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: m030002. 2.5 hours of operation: 29842. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analysed. No date of the incident was given, for this reason the last history files were investigated. There are no anomalies inside the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were not available. Furthermore, the p3 shows oxidized, the p2 connector shows bended contacts. Furthermore, the device shows age related signs of wear and tear, but no visual damaged parts. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. It could be detected, that the device doesn´t detect a service plug. Furthermore, there are no anomalies. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,571 bar (should be: 0,1-0,7 bar), pressure stage 5: is: 0,915 bar (should be: 0,4-1,0 bar), pressure stage 9: is: 1,320 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 2,212 bar (should be: 1,8-2,5 bar), pmin: is: 1,941 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,954 bar (should be: >1,0 bar). The device matches the required values and standards. All measured values are within our specification. For checking the mechanical pressure cut-off, the bent contact at the p2-connector was curved. So that the service plug can be recognized, and a test can be carried out. 2.5 flow rate inspection: a delivery accuracy measurement according to iec (B)(4) was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -3,94%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation faults could be detected, to investigate the inside the device was disassembled complete. Liquid residues could be found inside the device, but no liquid was found on the mainboard. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The damages at the p2- and p3-connector are caused by liquid residues and user errors.